Event description:
It was reported that the patient presented for implant procedure. During the procedure, after a catheter was inserted into the right atrium, the patient experienced an angina. Therefore, the physician elected to stop the procedure. It was unsure if the angina was resolved. The patient was in stable condition after.

Manufacturer narrative:
Analysis was normal. No anomalies were found.